Event description:
The customer biomed reported that the device intermittently fails to power on ac or battery source. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the user interface pcb to stack flex assembly, user interface pcb and system controller pcb assemblies to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed user interface pcb to stack flex assembly at the failure analysis center found no failures.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the user interface pcb to stack flex assembly, user interface pcb and system controller pcb assemblies to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed user interface pcb to stack flex assembly at the failure analysis center found no failures.